Manufacturer narrative:
(B)(4). The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2018, patient experienced stoma drainage. On (B)(6) 2018, the patient reported that there was yellowish mucous drainage around the tube. The patient was treated with topical mupirocin. A culture was taken and patient was diagnosed with yeast infection. Patient was treated with topical nystatin. Patient reported that she had a stoma site infection that would not clear up and the peg-j was removed on (B)(6) 2019 due to yeast infection. On (B)(6) 2019, the peg -j tube was replaced. The patient reported there was yeast and strep infection in the peg-j tube.